Event description:
It was reported that during a port explantation, the catheter separated from the port. The catheter had to be surgically removed from the right atrium of the heart. No further complications have occurred with this event. This device has not been returned for evaluation. Therefore no failure analysis will be available. User technique during access and/or pt anatomy may have contributed to this event. Co is unable to determine the exact cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.